Event description:
Report 2 of 2. It was reported that prior to use one bd preset¿ eclipse¿ arterial blood collection syringe, was observed leaking. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.